Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty to the peroneal artery, the balloon was reported to have leaked. The product was inspected prior to use without any abnormalities seen. The product was prepped and used following the instructions for use (IFU). The vessel was described as having calcifications. The balloon catheter was advanced towards the lesion without difficulties, however, at first inflation using an indeflator the balloon was noticed leaking. Inflation pressure applied was 6 atm and a 50/50 concentration of contrast to heparnized saline. The balloon catheter was retrieved through the sheath introducer and exchange for another balloon catheter to end procedure successfully. There was no pt injury. This product has been returned for eval and testing, however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.